Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure the sheath was inserted into the patient and aspiration was performed and air was aspirated continually. The sheath was replaced. Additionally, it was reported that upon opening the mapping catheter, the catheter was kinked. The catheter was replaced. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The data files did not show any system notices or issues. The flexcath advance sheath, 4fc12 with lot 98379, was not returned for analysis; therefore the reported issue of air ingress could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.